Event description:
During IV dressing change, broviac catheter broke in two. Cxr done, remaining catheter removed and new catheter placed in the o.r.

Manufacturer narrative:
Eval: no product was returned. However, it is possible that the device encountered force beyond its strength during dressing change as described in the complaint statement. We do confirm 100% that the overall catheter surface is clean and free of damage or excessive imperfections.